Manufacturer narrative:
The complaint of incorrect lifetime pacing percentages was confirmed. Based on the information provided, the reported event was determined to be the result of an error in the merlin@home calculation of total time elapsed.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the implantable cardioverter defibrillator incorrectly measured the battery longevity. No intervention was performed and the patient was in stable condition.